Event description:
Patient who had monarch hardware implanted, was found on post-op to have had a rod pull out from the slotted connector at l4. On the other side of the construct the screw and rod had pulled outward from the pedicle. The patient is doing well and the surgeon is taking no action.